Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient information, patient identifier: multiple = (B)(6). There is no further patient information provided by the customer.

Event description:
The customer reported (B)(6) architect (B)(6) results on five patients. The results provided were: on (B)(6) 2019 (B)(6); on (B)(6); on (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from: architect ausab, list number 01l82-27, and manufacturing site: abbott ireland, diagnostics division, finisklin business park, sligo na, irl, mailto: (B)(6), this report to: architect i1000sr analyzer, list number 01l86-01, and manufacturing site of abbott manufacturing inc, 1921 hurd drive, irving, tx 75038, USA. MDR number 1628664-2019-00211 has been submitted and all further information will be documented under that MDR number.